Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a saliva ejector. The customer reports that the blue tip detached in the pt's mouth during a procedure. The tip was successfully removed with no impact or harm to the pt.